Event description:
While a catheter was being withdrawn, the dr noticed that approx 1 cm of the catheter was either sheared or broken. The pt was x-rayed and the catheter piece was located in the vein of her upper arm. A cutdown procedure was performed and the catheter piece was removed.